Event description:
Dealer stated the consumer has a robotic arm that is operated by sip-n-puff and attendant control .dealer states that one function for the arm is not working because the sip-n-puff needs to be increased to operate the arm properly. Dealer to change out the sip-n-puff and swap the ecu unit.